Event description:
Case description: investigation results: name: novopen echo®, batch number: evg3309-2. The electronic register was checked. No remarks. Visual and functional examinations were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. During examination/test of the product it was not possible to detect any irregularities. The product was found to be normal. Name: novorapid® penfill®, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: protaphane® penfill®, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the following has been updated. Investigation results updated. Manufacturer comment updated narrative updated accordingly. Company comment: the reported events are assessed as listed according to the nn current reference safety information. This single case report is not considered to change the current knowledge of the safety profile of insulin aspart or protaphane. Manufacturers comment; 11-jul-2017: since no faults were found on the returned device (novopen echo) and only very limited information regarding the patient's handling of suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event and thus not possible to find similar incidents to the one reported in argus case (B)(6).

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) elevated blood glucose values [blood glucose increased], pen does not deliver reliably [device issue]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "elevated blood glucose values" with an unspecified onset date, "pen does not deliver reliably" with an unspecified onset date, and concerned a (B)(6) male patient who was treated with novorapid penfill (insulin aspart) from unknown start date due to "drug use for unknown indication", protaphane penfill (insulin human) from unknown start date due to "drug use for unknown indication" and novopen echo (insulin delivery device) from unknown start date due to "device therapy". Patient's height, weight and body mass index: not reported. Medical history includes type 2 diabetes mellitus (duration: not reported). It was reported that the patient had elevated blood glucose values during use of novopen echo. Pen was not delivering reliably. Patient was in hospital for new adjustment of his insulins. Action taken to novorapid penfill was not reported. Action taken to protaphane penfill was not reported. Action taken to novopen echo was not reported. The outcome for the event "elevated blood glucose values" was not reported. The outcome for the event "pen does not deliver reliably" was not reported. Company comment: the reported events in this case are listed. More information is needed for the propar medical evaluation.